Event description:
A catheter problem was reported, the catheter disconnected from the pump. According the pt, the therapy worked initially, but "now is in more pain than before." The drug used in the pump at the time of the event was not reported. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).